Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion due to l4/5/s spondylolisthesis. Intra-op, peek portion of the cage was broken near the insertion point (at l5/s) of the intervertebral disc during insertion. No patient complications were reported as a result of this event. There was a overall delay of less than 60 min in the overall procedure time.